Manufacturer narrative:
(B)(4) date sent to the FDA: 12/09/2020 additional information: d9, h6 additional h3 investigation summary: it was reported that the suture was detached from the needle during suturing. It was received for evaluation a winding former with six detached needles a dispensed suture and two undispensed needle-sutures combinations of product code vcpb725d. The product code is control release and required eight strands per packet. During visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and no suture remnant was observed; the insertion of suture was observed to be as expected. The force used to detach needle from the suture could not be determined. Also, the five detached needles were examined, and the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and no suture remnant was observed; however, slight marks that appears to be by use of surgical instrument were found. Additionally, two needle-suture combination were visually inspected, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. The device performed without any defect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle during suturing. It was a control release needle. The lot number is unknown. There were no adverse patient consequences reported. No additional information was provided.